Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a surgery, vitrectome of an ophthalmic console did not cut properly. No system messages were displayed. The vitrectome and cassette were changed and the surgical procedure was completed without finishing the vitrectomy. Patient was re-operated seven days later because of a recurrence of retinal detachment. The patient¿s symptoms were improving.

Manufacturer narrative:
The system found to meet all cosmetic and performance standards per the service test procedure (stp). A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. The complaint(s) was determined to not be relevant to this investigation. The root cause cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).